Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a phantom shock. The right ventricular (rv) lead exhibited rare undersensing on some stored electrograms (egm). The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.